Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. A procedure to replace the lead was performed on (B)(6) 2021. The (rv) lead was plugged into the left ventricular port of a device, rendered inactive by programming right ventricular pacing only and a new right ventricular lead was implanted. The patient was stable.